Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a difference between sensor glucose and blood glucose values, and the customer stated that the pump was exposed to a magnetic field. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-1884, mmt-7040a. Troubleshooting was performed, and the customer reported that the insulin delivery was not suspended. The blood glucose value was 252 mg/dl, and the sensor glucose value was 76 mg/dl at the time of the event. The difference between blood glucose and sensor glucose was outside the acceptable range. No harm requiring medical intervention was reported. The customer will discontinue use of the transmitter. Mmt-7841zn was requested, and the customer responded that the device would be returned. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer responded that the device would be returned. No product return is required for mmt-7040a.

Manufacturer narrative:
Unit passed the displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test and self -test. Pump communicated and properly with test guardian link transmitter [3]. Unit was successfully downloaded using thump for history files and traces. No alerts/anomalies/alarms noted during testing or on event date in history files and traces. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: keypad overlay texture damage, cracked case, battery tube threads - cracked, cracked case-corner of belt clip rails, serial number label missing, damaged display window cover and cracked keypad overlay. Pump functioned properly. No alerts/anomalies/alarm noted during testing. Unable to verify exposed to magnetic field/MRI. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.